Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was deflation. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported "deflation of implant". The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis, leak test and microscopic analysis of the returned device identified: fold crease, wear abrasion, a curved sharp opening in the same location of crease, brown particles in fill channel. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: a sharp crease opening assessed as fold flaw opening. Particles on fill channel assessed as particle leakage.

Event description:
Physician reported "deflation of implant". The device has been explanted.